Event description:
It was reported that when using the stapler after the first shot it locked. There were no patient consequences noted.

Manufacturer narrative:
(B)(4). Batch # unk . Additional information was requested the following was received: was the device locked on tissue with the jaws closed?. Yes if yes, how was the device removed? -the blade reverse button is activated, it does not work. The manual override is used to remove the device from the tissue and the device is exchanged for a new one. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? -the manual override is used to remove the device from the tissue and the device is exchanged for a new one. Did the jaws eventually open? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Investigation summary : this is an analysis of seven photos submitted to ethicon endo surgery for evaluation. Upon visual inspection of the photos, a 35mm echelon device was observed with photos taken from different angles. The device was observed without the bailout door and the jaws in closed position. Based on the photos the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.